Manufacturer narrative:
(B)(4). Concomitant medical products: medical devices: stem stelcor 4 l; item#: 36.00.19-040; lot#: b273055 artek cup me 38/52; item#: 91.36.38-52; lot#: 2057482 report source: foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2022 - 00664, 0009613350 - 2022 - 00665. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a bilateral total hip arthroplasty and approximately 21 years later, during medical checkups, elevated metal ions (cobalt and chromium) were identified in blood work. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided: product evaluation could not be performed. Review of the manufacturing records identified no deviations or anomalies during manufacturing related to the reported event. Devices used for treatment. Medical records were received and reviewed. The patient is male, at the time of the reported event he is 44 years old. The patient underwent a first bilateral tha because of dysplastic arthrosis at both sides. Both cups have been implanted with a low inclination as well as a low anteversion. With the available data a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.